Event description:
This spontaneous case was received on (B)(6) 2014, from a physician and concerned a male pt of unspecified age. The pt's medical history was not reported. He had a skin type IV according to the fitzpatrick's classification. His current medical condition included face lipoatrophy. Concomitant medication included water for injection and lidocaine. For face lipoatrophy, he underwent several sessions of poly-l-lactic acid (newfill) injections: session 1: on (B)(6) 2011, batch used a1040. Reconstitution with 4 cm3 of water for injection (3 cms of powder) plus 1cm3 of lidocaine solution at 2 percent. Rehydration timeframe: 48 hours. No additional anesthetic had been used. Sites of injections: middle of both checks. Subcutaneous injections of 5 cm3 on each cheek with technic of fan. Massage performed during the injections then by the pt. Session 2: on (B)(6) 2011, batch used a1040; reconstitution with 4 cm3 of water for injection plus 1 cm3 of lidocaine solution at 2 percent. Rehydration timeframe: 48 hours. No additional anesthetic had been used. Sites of injections: middle of both checks. Subcutaneous injections of 5 cm3 on each cheek with technic of fan. Massage performed during the injections then by the pt. Then, 2 and a half years after these 2 sessions of injections of newfill, around mid-2013, important injection sites bilateral granulomas on cheeks, indurated, painful, inflammatory occurred. Size of the granulomas: 70 mm x 40 mm composed of fifteen nodules >5 mm per side. They were visible. A biopsy had been performed but the results had not been reported. No additional examination had been performed. The granulomas were disabling on a functional point of view (mastication) and on a social point of view. A medical intervention had been performed for the prevention of a permanent alteration: administration of corticosteroids. No surgical intervention had been performed. At the date of the contact, it was reported that the pt was not recovered. Case serious: seriousness criteria: medical intervention and disability. For reference purposes only, this case has also been assigned the following tracking number: (B)(4). No further information was provided.